Manufacturer narrative:
Additional device: (B)(4), lot# 13769364. Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Results: the imaging evaluation stated, available images include pre-implantation series only. It was not possible to evaluate for proximal type I endoleak after trunk placement. It was not possible to evaluate for coverage of the right internal iliac by the bridging device with available images. The aortic diameter just distal to the lowest renal appears to be 22mm. The aortic diameter ~8mm distal to the lowest renal appears to be 23mm. The aortic diameter 15mm distal to the lowest renal appears to be 25mm. The length from the lowest renal artery to the right iliac bifurcation appears to be 207mm minimum and 215mm centerline. At 40mm distal to the iliac bifurcation, the right internal iliac diameters appear to range from 5.6mm (distal) to 8.5mm (proximal). The minimal vessel diameter within ibe proximal implantation zone appears to be 17.6mm. Conclusion code: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to improper component placements.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015 a patient was treated for a common iliac aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® iliac branch endoprostheses (ibe). Prior to the procedure on (B)(6) , the left internal iliac artery (iia) was coiled with the intent to cover the left iia during this procedure. The coiling included the internal iliac aneurysm and left common iliac aneurysm. The ibe components and trunk-ipsilateral leg components were successfully positioned on the patient¿s right and left respectively. The length of the required bridging piece was measured by pigtail catheter to be 13cm. The contralateral leg component was positioned with a plan to deploy slowly with accordion motion to create a 1cm long connection. During the deployment, the contralateral limb of the trunk-ipsilateral leg did not overlap as much as was needed and the iia was inadvertently covered. An attempt was made to use an occlusion balloon (reliant and coda) to inflate inside the limb to push the contralateral leg component proximally. The proximal end of the 16fr dryseal sheath was also utilized in attempt to push against the distal edge of the limb. A pta balloon was inflated against the edge of the stent in an attempt to move the limb proximally. A small amount of flow in the right iia was observed during injections through the 16fr sheath. A wire was inserted between the edge of the plc component and the flow divider of the ibe component, but the wire could not be advanced. A decision was made to stop attempting to recannulate the right iia at this point. The completion run noted a type ia endoleak. This was not unexpected due to the anatomical considerations of the proximal neck (~15mm neck ranging from 20mm ¿ 24mm with ~50° angulation ap & laterally). An aortic extender component was positioned and the endoleak reduced to a blush. It was decided to wait to see if the endoleak resolved with reversal of heparin. The patient tolerated the procedure.